Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11e31092, h11d06055, and h11c22013 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with extraneal viaflex therapy. During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The nurse stated that she did not know the cause of the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was recovering. Action taken with extraneal viaflex was not reported. The nurse stated that the peritonitis was unrelated to extraneal therapy.